Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had reservoir leak. The customer¿s blood glucose level was 337 mg/dl at the time of the incident. Leak was occurred in snap cap of reservoir compartment and insulin was seen in reservoir compartment. It also reported that the due to reservoir leak customer's blood glucose went to high. Customer declined troubleshoot for high blood glucose. Reservoir was assisted the self test and reservoir passed self test. Customer was advised that the reservoir will need to be replaced. The reservoir will be returned for analysis.

Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.